Event description:
It is reported that the pt was revised due to infection. During the revision it was also noted that the femur was fractured, and required cabling. The first stage occurred on (B)(6) 2014 where antibiotic spacers were placed and the pt received a PICC line. Permanent components were implanted in (B)(6) 2015.

Manufacturer narrative:
This report will be amended when our investigation is complete.